Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a traffic accident in (B)(6) 2015 and presented in (B)(6) 2016 because of discomfort while wearing the audio processor. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported traffic accident might have weakened the fixation of the active electrode and could be the factor for the electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient had a traffic accident in (B)(6) 2015 and presented in (B)(6) 2016 because of discomfort while wearing the audio processor. The patient has been re-implanted.